Manufacturer narrative:
The failure investigation has been completed and the cracked and unresponsive touchscreen issue was verified. Functional testing was performed and no failure was identified related to the low blood glucose issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer fell on the pump and as a result the touch screen became shattered and unresponsive. The customer's blood glucose was 65 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.